Manufacturer narrative:
This case will be further updated following receipt of new information.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of this device identified no significant anomalies; however, a small dent on the edge of the case was noted and dried blood was located in the df+ barrel and in the seal plugs. The right ventricular tip setscrew was removed and both the setscrew and associated connector block were microscopically examined. The setscrew and connector block were confirmed to exhibit signs of cross-threading. All the device header setscrews were tested and operated normally. The device passed automated production electrical tests which verified pacing, sensing, impedance measurement circuitry, and defibrillation functions. Laboratory analysis was able to confirm the reported clinical observations of noise and high impedances, contributing to inappropriate shock. Noise was recorded on stored electrograms corresponding to the timing of this case.

Event description:
During further follow-up, the physician elected to surgically intervene at which time blood on the connector block was noted. The physician elected to remove the device and implanted another boston scientific device of same model type. Post implant of the new device, all measurements were within an acceptable range and no reported adverse patient effects. The explanted product is expected to be returned for a post market evaluation.

Event description:
During subsequent follow-ups, it's been confirmed that no additional inappropriate shocks were delivered. The formally planned surgical intervention has been postponed indefinitely at this time.

Event description:
Boston scientific received information that the patient with this implanted system sought medical care due to a system shock. Interrogation revealed the shock had been delivered inappropriately. Additionally, noise and high out of range pacing impedance values were noted. Due to being a recent implant, a connection anomaly is suspected. The patient is to be reevaluated so as to assess the right ventricular lead and device connection. No additional adverse effects reported.